Manufacturer narrative:
Investigation: patient was on morphine. Patient medication may interfere with coagulation test and may contribute to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 7.1, reference: 1.5, mean: 4.3, confidence limits: 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 299626 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 2.6, 2.9, 2.7, reference: 2.60, bias threshold: 1.60 - 3.60, %cv: 5.59. Donor: (B)(4), inratio: 2.0, 1.6, 1.8, reference: 1.70, bias threshold: 1.20 - 2.20, %cv: 11.1. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on 08/05/2013, (B)(4) discrepant result complaints were reported for lot # 299626, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to a reference point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 7.1, poc inr: 1.5. The time between testing was thirty (30) minutes. Therapeutic range 2.5 - 3.5 for patient. There was no reported adverse patient sequela. There was no additional information provided.